Event description:
It was reported an existing pericardial effusion increased. The patient was undergoing a left atrial appendage (laa) closure procedure. A small pericardial effusion was present at the beginning of the procedure. A watchman access system (was) was used to advance a 27mm watchman laa closure device & delivery system. The closure device was deployed and ultimately released. At the end of the procedure a small increase in the effusion was noted. There was no intervention required. The patient will be monitored. It was further reported that the patient was fine.

Event description:
It was reported an existing pericardial effusion increased. The patient was undergoing a left atrial appendage (laa) closure procedure. A small pericardial effusion was present at the beginning of the procedure. A watchman access system (was) was used to advance a 27 mm watchman laa closure device & delivery system. The closure device was deployed and ultimately released. At the end of the procedure a small increase in the effusion was noted. There was no intervention required. The patient will be monitored.